Event description:
It was reported that using a femoral artery access approach during a procedure of the superficial femoral artery (sfa) the unspecified fox sv balloon dilatation catheter (bdc) was advanced over the steelcore guide wire but met resistance after 10 minutes of use and the devices became stuck and the bdc could not be removed. The two devices were removed through the sheath from the anatomy as a system without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The hi-torque steelcore referenced is being filed under a separate medwatch report#.